Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed during testing. 1 device was found to be affected by disassembly. 1 device was found to be affected by disassembly and missing components. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.